Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient's nurse had told the patient she had seen it where the baclofen was leaking into the body causing a purple bruise. Additional information was unable to be requested as the reporter declined to provide name and contact information.